Manufacturer narrative:
A21 alarm after battery change due to c13/ib broken solder joint. No unexpected black circle, low reservoir anomaly or screen anomaly noted. Pump received with cracked display window corner, reservoir tube, reservoir tube lip, scratched lcd window and missing end cap sticker.

Event description:
Customer reported that the insulin pump returned an error alarm. Customer also reported that the insulin pump returned a low reservoir alarm when the insulin level was not actually low. Blood glucose level was 106 mg/dl at the time of the call. No further information was provided.